Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was resistance during the advancement of the delivery catheter system (dcs) through the calcified aortic valve and the guidewire caused a left ventricle perforation. It was reported that more forward force than normal was required to advance across the native valve due to the excess calcification in the non-coronary cusp. It is suspected that the forward force caused the perforation that was linear in nature along the ventricle wall. The patient was put on perfusion and the left ventricle was repaired surgically. No additional adverse patient effects were reported.